Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was explanted and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in poland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) on (B)(6) 2025, during a follow-up visit, the patient was diagnosed with a lack of peg mobility. A surgical consultation was held, where it was determined that the peg tube was ingrained into the stomach wall. The medication was being absorbed properly. The patient was qualified for surgical removal of the peg tube. On (B)(6) 2025, a surgical procedure was performed to remove the ingrained peg until healing and reinsertion of a new peg-j. The patient was switched to oral therapy.